Manufacturer narrative:
Event date: (B)(6) 2018. Date of report : 30oct2018. The customer replaced the switch printed circuit board assembly and the issue was resolved. The device passed functional testing following repairs.

Event description:
It was reported that the switch-printed circuit board assembly (pcba ) was not working and the unit would not go into diagnostics mode. There was no patient involvement. The event date was not specified; estimate used.